Manufacturer narrative:
The affected device was returned and analyzed at the manufacturer repair center. The device was opened, and a visual inspection was performed. All pcbs and cables were correctly assembled, and no physical damage was visible. The functional testing of the pba m48.3 confirmed that the microprocessing system was not able booting up anymore since the boot process of up2 failed after the initialization of the fpga. The determined hardware malfunction of pba m48.3 was assessed being the root cause of the reported shutdown of the ventilator. The functional testing of the alarm system, including all involved circuits and components identified no deviation from its specification. In case of a complete loss of function of the ventilator, the ventilation stops, and the safety valve opens to ambient allowing the patient to breathe spontaneously. The secondary acoustic alarm system (piezo speaker) of the ventilation unit will be activated in order to alert the user to the situation. This alarm is energized from an independent power source and will be last for at least 2 minutes. An alternative device needs to be used to continue the ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during ventilation on a patient. Afterwards the device continuously alarms when a power up is attempted. No patient injury has been reported as a result of the failure.